Event description:
It was reported that a device was used during a laparoscopic gall bladder. It was reported by the affiliate that the er420 instrument clips fell out. There was no consequence to the pt.